Manufacturer narrative:
The reported complaint of "the board did not work" was not confirmed. The board was run using a test battery for 10 minutes and worked as experienced. The archive file indicated that the batteries were not properly maintained. The files showed batteries (s/n (B)(4)) were not test cycled per the battery management program. Battery management program indicates that the batteries should be test cycled at least once a month. All three batteries were test cycled less than the number of months in service. There were as much as 5 to 6 months between test cycles. No batteries were received for testing. Probable cause for the experienced event could be improper battery maintenance. No adverse event reported.

Event description:
Customer reported that they attempted to use their autopulse resuscitation system twice and that both times it didn't work. It was also stated that the board did not compress the pt and manual CPR was administered. No adverse event reported.